Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl and 518 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the insulin pump. The customer reported that they experienced difficulty in breathing as a symptom for high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer stated that the drive support cap was normal. The customer mentioned that the insulin pump was not delivering insulin at night. The insulin pump will be returned for analysis.